Manufacturer narrative:
Two pictures were returned showing a drip chamber with orange fluid pooled under the filter vent. The complaint of filter vent leakage can be confirmed based on the returned images. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Vesicant chemotherapy (vincristine and doxorubicin) and irritant chemotherapy (etoposide) reportedly leaked through the vent. There was no patient harm associated with the complaint/event.